Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment was found to be cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2017 with the following findings: during investigation, there were frequent low battery warnings observed. The black box showed battery voltage immediately following a battery change is low. The pump electrical current draws were tested and were found to be within specification. The battery compartment was found to be cracked. Unrelated to the original complaint, the cartridge compartment was found to be chipped but the cartridge cap was still able to attach securely to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.